Manufacturer narrative:
There was no death or device malfunction contributing to the defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. The sd card fault was not duplicated upon evaluation. Per the distributor representative in the field, the monitor's sd card was not seated in the sd card holder. The representative reseated the sd card in the holder. The cause of the sd card fault in the field could not be positively identified but was likely due to the unseated sd card. The sd card fault did not cause or contribute to the treatment event. The investigation into the event concludes that there was no device malfunction contributing to the treatment event. The primary cause of the shock event was lack of response button use prior to shock delivery. The primary cause of the detection is unknown due to the loss of ECG data.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of 11 shocks. The patient's doctor reported that the patient had lost-consciousness and was treated while driving a car. Further details obtained regarding the event indicated that the patient had been trying to drive to the store and went through two fences, a garage and into a pool around the time of the event. The patient had been found wandering by the police after the car accident. The patient was evaluated in the hospital following the accident. The ECG data surrounding the treatments were unavailable for review due to an sd card fault. This defibrillation is being reported out of an abundance of caution as zoll is unable to positively determine if the defibrillation treatments were appropriate or inappropriate.